Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of malaise, lethargy, dizziness and eye pain, and the non-serious events of migraine, tension headache, myalgia, and eyelid ptosis were considered unexpected and unrelated to the restylane defyne treatment. Serious criteria included hospitalization; however, the admitting diagnosis was not reported and it is unclear if the hospitalization was associated with the reported events. Alternative etiologies for these events included the concomitant toxin treatment and underlying medical conditions. The non-serious events of induration, pain, paresthesia, and bruising and mass at the implant site were considered expected and possibly related to the restylane defyne treatment. The patient was seen by more than one health care professional (hcp) including the treating physician, the clinic nurse and her general practitioner. The outcome of the clinic consultations were negative for any serious condition. The case did not meet the criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-mar-2019 by registered nurse, which refers to a (B)(6)-year-old female patient. Additional follow up information was received on 07-mar-2019 from the same contactable nurse, 11-mar-2019 and 12-mar-2019 from a physician. The patient medical history included iron deficiency and sulfur allergies. Concomitant treatments included iron [iron] and vitamin d [vitamin d]. The patient had previously received treatment with restylane lyft and botox to same area as below without any incidents. On (B)(6) 2019, the patient received treatment with 1 ml restylane defyne (lot 16399-1) to nasolabial area (left 0.4ml and right 0.6ml) with unknown needle and technique. Concomitantly, the patient received treatment with dysport on (B)(6) 2019 to crow's feet, glabella (40iu), frontalis (30 iu), orbicularis oculi (25/25 iu) for lines. In the patient record, the injector reported bruising(implant site bruising) at perioral area and less than 3 sec cap refill. The area was iced for 10 min post treatment and massaged with bepanthen [dexpanthenol]. The patient was scheduled for review two weeks later. On (B)(6) 2019, the patient called and complained that she was not happy with the filler treatment in the nasolabial folds. The registered nurse tried to contact the patient without success and left message. On (B)(6) 2019, the patient called and reported head feels tight and heavy (tension headache), heaviness in forehead and lumps attributed to filler(implant site mass) at nasolabial folds. On (B)(6) 2019, the patient called and confirmed follow-up appointment, which she later cancelled. On (B)(6) 2019, six weeks post treatment, the patient called the clinic again. The patient believed she received too much dysport in her forehead as she was still experiencing heaviness and tightness across the scalp, like a tight helmet, and now had headaches/ recurrent headaches/migraine (migraine). The patient also reported that her symptoms extended to muscle aches and pains(myalgia) radiating down her arms. The patient wanted the headaches to stop but refused to come down to the clinic. The practice manager called her on an unknown date. The patient reported additional symptoms from dysport, which included weak/lethargic(lethargy) and bone in nose feels hard(induration) like it was botox and she could not move it. Headaches tight around head, like a vice that goes down the back of her neck and into shoulders. The patient is tensing her shoulders, which then gives her tingling/pins and needles/numbness(paraesthesia) down her arms. The patient also reported droopy eyelids(eyelid ptosis). The patient started feeling tight a few days after injection and started feeling this extremely after about two weeks. The patient said she had seen a doctor and he wanted her to see a neurologist. The patient also complained that her restylane filler result was terrible and lumpy. The clinic was happy to assess and treat as necessary, as had been organised for her, but she did not want to hear this. The patient was scheduled that day to see a doctor. At the doctor's appointment, the patient said she had terrible headache and could not see, it hurted to watch tv, went into shoulders and nose feels sore(pain) and the patient's 4th finger on the right hand was numb. The patient also reported pain behind eyes(eye pain) and dizziness (dizziness). The patient did not look well, unwell/sick/decline in health(malaise) and was crying. The doctor agreed that the patient looked unwell. On examination, the patient could move all facial muscles, with forehead muscle restricted (as per 6 weeks post treatment}, but all muscles were functioning. No ptosis. He asked if double vision - the answer was no. The patient did not have pain when bending neck. Demonstrated can move neck and reported can move her back. The headache was driving her crazy. The doctor explained he could not match her symptoms with her treatment, especially at 6 weeks. Headaches or other symptoms due to muscle imbalance or being affected usually resolved by now. He asked her to see another doctor as she did not look well and he was concerned there could be something else going on. The patient said she saw her gp yesterday and he found nothing. Meanwhile, the patient's lumps at the nasolabial folds were massaged, which she was happy about. The patient said she will go to the hospital to get checked out. The registered nurse assessed peri-oral area for lumps of filler as pt has stated. No lumps were seen or felt, advised patient to massage if any lumps appear. No signs or symptoms of adverse events associated with perioral filler. Once reassured, the patient then stated she was happy with the perioral filler and was not concerned with it. The patient left the clinic, stated she might go to hospital/gp for tests. Follow up information received on 11-mar-2019 via company representative. The patient was still very sick and blaming the clinic and products. Follow up information received on 12-mar-2019 via company representative from the physician. Case seriousness had been upgraded to serious due to patient hospitalization. As per source verbatim, the patient was hospitalized and was still in hospital now. Outcome at the time of the report: unwell/sick/decline in health was not recovered/not resolved. Headaches/ recurrent headaches/migraine was unknown. Tingling/pins and needles/numbness was unknown. Head feels tight and heavy was unknown. Lumps attributed to filler was recovered/resolved. Muscle aches and pains was unknown. Weak/lethargic was unknown. Bone in nose feels hard was unknown. Nose feels sore was unknown. Droopy eyelids was unknown. Bruising was unknown. Dizziness was unknown. Pain behind eyes was unknown.